Event description:
It was reported that the patient underwent surgical revision because the ams 800 artificial urinary sphincter (aus) system was collapsing and not closing completely. The physician left the pump and balloon implanted and replaced the existing the cuff was explanted and replaced with a new one. The patient reported to be doing fine post surgery. Additional information received stated that the device was coaptation, but not fully which was indicative of possible either possible urethral erosion or under sized cuff.